Event description:
During product service by a service technician, a flogard infusion pump presented a constant occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. A downstream occlusion alarm occurred during functional testing. Visual inspection identified damage to the door latch roller. The cause of the downstream occlusion alarm was determined to be damage to the door latch roller. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.